Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned. A cut in the outer insulation was noted approximately 20 centimeters (cm) from the terminal end - this was thought to have been induced during the explant procedure. The lead passed resistance testing which confirmed the conductors were electrically intact. The lead failed hipot testing due to an inner insulation abrasion which allows electrical shorts between the conductors approximately 4 cm from the tip end. A slit in the outer insulation lengthwise 4 cm from the tip end. The outer coils were stretched in this section and an abrasion in the inner insulation was also observed. The allegation made against the lead was confirmed through product testing as the inner insulation abrasion was likely due to the interaction between the inner and outer coils.

Event description:
It was reported that a patient with this right ventricular (rv) experienced episodes of dizziness and syncope. Pacing inhibition and oversensing of noise was observed with the system. Surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) experienced episodes of dizziness and syncope. Pacing inhibition and oversensing of noise was observed with the system. Surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported.